Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 20, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a compression wire inserter sheared in half during an open reduction internal fixation (orif) procedure. No fragment remains in the patient after surgery as they were all retrieved. Another part was not needed to complete the surgery as the procedure was completed and the wire was just being removing when it broke. There was a five (5) minute surgical delay and the procedure was successfully completed. Patient status was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) compression wire (part 03.211.430 / lot 9249549) was returned for investigation. The device was broken into two pieces on the unthreaded side of the ball; both pieces of the device were received. The ball also has significant deformation and marring present on it. This indicates that a high compression/distraction force was applied to the device during its use. Although the exact root cause cannot be determined, it is likely that this force weakened the device and then the subsequent removal by a power driver caused the device to break. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned device is used during various surgical procedures including the 2.4 mm/2.7 mm variable angle lcp forefoot/midfoot system to compress or distract bone fragments prior to implanting plates and screws to stabilize the fracture. Recommended usage is addressed in the technique guide. The relevant drawings for the device(s) were reviewed with no issues or discrepancies noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact root cause cannot be determined, it is likely that excess force weakened the device and then the subsequent removal by a power driver caused the device to break. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.